Event description:
It was reported that guidewire tip detachment occurred. The 70% stenosed target lesion with a significant bend of less than 45 degrees was located in the moderately tortuous and moderately calcified thoracic duct. A 3 018/260 platinum plus guidewire was used during procedure. However, while removing the guidewire from the patient through the 21-gauge needle, the tip of the guidewire sheared off into the patient's thoracic duct. A snare was used to remove the detached device, and no fragments left inside the patient's body. The procedure was completed with another device. The patient was in good condition post-procedure.